Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced discomfort and scrotal swelling. Due to a suspected infection, a surgical procedure was performed to remove the ipp and replace it with a tacta penile prosthesis. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.